Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock and pacing impedances. Rv pacing impedances were reported to be greater than 3000ohms. Technical services (ts) was contacted and suggested reprogramming options. Additional information was provided indicating that this right ventricular (rv) lead was suspected to be damaged on a previous replacement procedure for the associated device. Per physician decision rv therapy was disabled keeping only left ventricular (lv) lead pacing. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.